Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during an eco-study procedure. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. The were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-jan-2023. H6: investigation summary: bd received sixty-eight 22 gauge insyte autoguard units from lot 2146600 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities to the returned units. A random sampling of twenty units were then selected for further testing. Each unit was tested for retraction and retracted successfully with no delay or resistance found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were identified a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract during an eco-study procedure. The following information was provided by the initial reporter: "the product did not retract while being used. Manager of the office stated that they have used these type before with no issues. The were no needlestick injuries and they were performing ecostudies procedures. No other patient specifics provided."